Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer hold its charge. The patient went an ipg replacement procedure. The explanted device will not be returned due to facility policy.